Event description:
Approx 1200 rn, lk noted her patient's monitor was blank. Jg placed pt on crash cart monitor. Pt was on vent. No harm to pt. Looked into central station and pts monitor had been on and off intermittently for periods of time without us knowing. Bio med called and responded immediately. Patient placed on a portable phillips monitor from room 331 shutdown (out of service) until saturday when biomed received parts to fix monitor.per the director of clinical engineeringpatient monitor had a power supply board failure. Ordered replacement overnight and a spare to have on hand should another monitor supply go out.